Event description:
Customer said they have infected sores on their test sites. Patient has 2 on their right arm, 6 or 7 on their left arm and about 12 on their left leg. Patient applied neosporin to the wounds and patient is going to the dr. For treatment.